Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the device would not power on after a power outage occurred. The customer confirmed the device was on a cart with other equipment. Tac instructed the customer to verify that the green button on the subject device was illuminated. The customer was then instructed to press the power button, which powered the device on. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera ii xenon light source would not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. It was confirmed that the power button of clv-180 was not pressed. After the power was turned on, the device could be used. Based on the results of the investigation, it is likely the device could not be used because the customer did not press the power button, so the power of the device was not be turned on. Olympus will continue to monitor field performance for this device.